Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. (B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient was diagnosed with a high-grade streptococcus bovis group bloodstream infection. It was reported that the source of infection was vascular, and that it was possible device related. The patient was treated with antibiotics; however, the infection continued and the patient developed septic shock. It was also reported that the patient lactate dehydrogenase was elevated, along with other hemolytic parameters, and that pump thrombosis was suspected. The patient was treated with IV heparin and IV tirofiban, as well as aspirin and trental; however, the patient developed cardiogenic shock. On (B)(6) 2017, it was reported that the patient expired secondary to complications of septic and cardiogenic shock. No additional information was provided.

Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported infection, sepsis, multisystem organ failure, suspected thrombus and subsequent patient outcome could not be conclusively determined. Infection, sepsis, and thrombosis are listed in the instructions for use as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.